Event description:
It was reported that the device worked after the initial inflatable penile prosthesis implant surgery, and now the cylinders do not inflate. A reintervention will be performed in future. No patient complications were reported.